Manufacturer narrative:
.

Event description:
It was reported the pt experienced symptoms of underdose including increased spasticity and anxiousness following a refill session. The drug in the intrathecal delivery pump was being changed from lioresal 2000 mcg/ml to 500 mcg/ml. The 500 mcg/ml drug was filled into the reservoir but 2000 mcg/ml at a dose of 650 mcg/day was left programmed. The pt was actually receiving 162.5 mcg/day instead of the programmed 650 mcg/day. The hcp planned to correct the programming and program a single bolus dose that would be safe for the pt. Additional info has been requested from the hcp, but was not available on the date of this report.